Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased impedance measurements and ventricular fibrillation (vf) undersensing. The device system was removed from service. No additional adverse patient effects were reported.